Event description:
Consumer alleges provider that the camber insert slid out of his housing on the left side of the ta4 wheelchair while he was driving and almost causing him to fall.

Manufacturer narrative:
(B)(4) - the item in question was returned. However, the item was unable to be tested. The only part of the chair that was returned was the top end camber tube (left), so it was not able to be verified for the complaint that the camber tube slid out of the housing.

Event description:
Consumer alleges provider that the camber insert slid out of his housing on the left side of the ta4 wheelchair while he was driving and almost causing him to fall.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.